Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2009 to investigate the event. The fse performed a 20-point accutni precision run that passed within specification. The fse also performed a system check, and a high sensitivity lumwash son/inc which passed all specifications. The fse verified the instrument is performing to published specifications. No hardware issues were identified. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) result generated on the access 2 immunoassay system. The patient sample was retested on another instrument and the result was within the normal reference range. The initial elevated result was not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.